Event description:
Clinical study. Same as patient 6000093-2007-01220. It was reported that during a coronary artery stenting procedure, the experienced episodes of hypotension and bradycardia and expired during the procedure. The patient presented for treatment with an acute myocardial infarction (mi). The patient experienced an episode of hypotension during baseline procedure requiring administration of epinephrine, levophed and pitressin. During the index procedure, the operator decided to perform aspiration thrombectomy with a catheter due to the complicated nature of the intervention required. A 3.50mm x 16mm and 3.50mm x 32mm taxus express 2 drug eluting stents were successfully placed into the 80% mid left anterior descending artery (mid lad). The actual lot numbers of the two stents have been requested from the facility. A 3.50mm x 24mm taxus express 2 stent could not cross the 80% proximal lad. During the procedure the patient became bradycardic and hypotensive and subsequently arrested. The patient was intubated and cardiopulmonary resuscitation was performed. Despite all resuscitation efforts the patient expired. The cause of death is unknown at this time. In the opinion of the physician, the event is possibly related to the device. It is unknown if an autopsy has been performed. A death certificate has been requested from the facility.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.